Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product had already dispensed several clips over the cystic duct. However, when it was fired across the artery the applier locked onto the artery. The surgeon was unable to free the applier from the artery. A second applier was opened and the clip applier had to be cut from artery using diathermy. On removal the applier opened up again. There were no adverse consequences for the patient. Additional information has been requested. (B) (4).

Manufacturer narrative:
Please note the device was received for evaluation. The information received indicated that during attempted implantation of a cypher stent in the left anterior descending (lad) artery after resistance was encountered during attempt to cross the lesion the stent dislodged from the balloon when withdrawing into the guiding catheter. The stent was successfully retrieved using a scitech loop (snare). After the stent dislodged from the balloon while the retrieval was performed the patient became hypotensive with bradycardia. This was treated with atropine and vasopressors. It was initially reported that the patient was in good condition; however with follow-up investigation, it was reported that hours after the procedure the patient died. The physician indicated that the cause of the death did not have any relationship with the product; this was an elderly patient with serious conditions with associated diseases. It was reported that the death occurred hours after the procedure end was completed and "outside the hemodynamics sector." It was due to arrhythmias and bradycardia. Further information has not been obtained in response to multiple investigative efforts. There are no details regarding whether further treatment of the lesion was conducted after the cypher stent was retrieved. The lad lesion was segmented and had long stenosis in the third medium and was calcified in the proximal 1/3 segment. The lesion was pre-dilated with a 3.0 x 20mm and a 2.5 x 15mm balloons. The stent appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. Resistance was experienced while crossing the lesion and it was decided to remove the system and re-dilate. The stent dislodged "when rubbed into the guide catheter." The stent did not break. It was "disconnected" (dislodged) from the balloon and was removed with a snare. The stent was snared and pulled through the introducer. The removed stent was showing a folding in the loop (snare) region, which as reported, was expected. There was no excessive force applied to the device during insertion or withdrawal. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15072831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot. The fpi for crossing profile and stent retention were reviewed and no anomalies were found. One non-sterile cypher select + 2.25 x 33mm was received coiled inside 2 plastic bags. The balloon was not inflated. The stent was received in a separated bag, and damage was noticed. One kink was observed at 21.5 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Magnified pictures were taken. Stent damage could be observed. The balloon presented bumping and crimping marks. Crossing profile could not be performed due to the condition of the stent. Although the reported failure to cross could not be evaluated due to the condition of the returned device, there were no related issues with review of the device history records. Controls are in place during the manufacturing process to detect product damages/anomalies. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The outlined withdrawal process in the instructions for use (IFU) indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. Vessel characteristics, device manipulation, and withdrawal through the guiding catheter are identified procedural factors that appears to have contributed to the stent dislodgement and bradycardia and hypotension during retrieval. The relationship of the device and the event to the death as reported cannot be determined or disassociated. Arrhythmias and death are known adverse events associated with coronary artery stenting. However, as reported by the physician, the patient's serious conditions with associated diseases are factors contributing to the death. Based on the device history record review, device analysis, and the available information, there is no indication that the events are related to the device design or manufacturing process. Patient and procedural factors appear to have impacted the events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is available for evaluation, however it has not yet been returned for analysis.additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15072831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received that indicated the target lesion was located in proximal and mid lad. The lesion was segmented and had long stenosis in the third medium and was calcified lesion in the proximal 1/3 segment. The lesion was pre-dilated with a 3.0 x 20mm and a 2.5 x 15mm balloons. The stent appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. Resistance was experienced while crossing the lesion and it was decided to remove the system and re-dilate. The stent dislodged when rubbed into the guide catheter. The stent did not break. It was "disconnected" (dislodged) from the balloon and was removed with a snare. The patient experienced hypotension and bradycardia after the stent dislodged from the balloon, while the rescue of the stent was performed. The hypotension and bradycardia were treated with atropine and vasopressors. The stent remained with one part outside the left coronary trunk and was removed with the scitech loop. The stent was snared and pulled through the introducer. The removed stent was showing a folding in the loop (snare) region, which was expected. There was no excessive force applied to the device during insertion or withdrawal. The patient died, not due to product failure, but further complications in her clinical status. The physician indicated that the cause of the death did not have any relationship with the product. This was an elderly patient with serious conditions with associated diseases. The death occurred hours after the procedure end was completed and outside the hemodynamics sector. It was due to arrhythmias and bradycardia. The physician thought it was not appropriate to ask for the death report to the patient's relative in such delicate moment.

Event description:
The information received indicated that during implantation of a cypher stent in the left anterior descending (lad) artery, the stent got detached from the balloon catheter. The stent was removed using a scitech loop. The procedure was the implantation of a cypher stent in the anterior descending artery. As the stent got detached from the catheter, a piece of it was in the left coronary trunk and another piece was outside the trunk, which allowed the removal of the stent using scitech loop. The patient presented hypotension and bradycardia. It is unknown if the hypotension and bradycardia were treated.

Manufacturer narrative:
The information received indicated that during attempted implantation of a cypher stent in the left anterior descending (lad) artery after resistance was encountered during attempt to cross the lesion the stent dislodged from the balloon when withdrawing into the guiding catheter. The stent was successfully retrieved using a scitech loop (snare). After the stent dislodged from the balloon while the retrieval was performed, the patient became hypotensive with bradycardia. This was treated with atropine and vasopressors. It was initially reported that the patient was in good condition; however with follow-up investigation, it was reported that hours after the procedure, the patient died. The physician indicated that the cause of the death did not have any relationship with the product; this was an elderly patient with serious conditions with associated diseases. This was an elderly patient with serious conditions with associated diseases. It was reported that the death occurred hours after the procedure end was completed and "outside the hemodynamics sector". It was due to arrhythmias and bradycardia. Further information has not been obtained in response to multiple investigative efforts. There are no details regarding whether further treatment of the lesion was conducted after the cypher stent was retrieved. The lad lesion was segmented and had long stenosis in the third medium and was calcified in the proximal 1/3 segment. The lesion was pre-dilated with a 3.0 x 20mm and a 2.5 x 15mm balloons. The stent appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. Resistance was experienced while crossing the lesion and it was decided to remove the system and re-dilate. The stent dislodged "when rubbed into the guide catheter". The stent did not break. It was "disconnected" (dislodged) from the balloon and was removed with a snare. The stent was snared and pulled through the introducer. The removed stent was showing a folding in the loop (snare) region, which as reported, was expected. There was no excessive force applied to the device during insertion or withdrawal. The device has not been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15072831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot. The fpi for crossing profile and stent retention were reviewed and no anomalies were found. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient¿s anatomy, vessel characteristics, operator's technique and appropriate device selection. The outlined withdrawal process in the instructions for use (IFU) indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. Vessel characteristics, device manipulation, and withdrawal through the guiding catheter are identified procedural factors that appears to have contributed to the stent dislodgement and bradycardia and hypotension during retrieval. The relationship of the device and the event to the death as reported cannot be determined or disassociated. Arrhythmias and death are known adverse events associated with coronary artery stenting. However, as reported by the physician, the patient's serious conditions with associated diseases are factors contributing to the death. Based on the device history record review and the available information, there is no indication that the events are related to the device design or manufacturing process. Patient and procedural factors appear to have impacted the events. Therefore, no corrective actions will be taken at this time.